Event description:
Device 1 of 2. Reference MFR. Report#1627487-2019-00863. It was reported the patient's scs system was explanted sometime in (B)(6) 2018 due to infection. Reportedly, the site of the issue is unknown at this time.

Event description:
Device 1 of 2: reference MFR. Report #1627487-2019-00863. Further follow-up indicates the patient was given antibiotics to address the infection. The infection has since resolved.